Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06c37-38, that has a similar product distributed in the us, list number 01l79.

Event description:
The customer observed a (B)(6) architect anti-hcv result for one patient. The following data was provided ((B)(6)): sample ID (B)(6) initial result, on 17dec, was 11.20, sample was re-centrifuged and repeat results, on 18dec, were (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false nonreactive architect anti-hcv results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of the complaint lot number. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. Sensitivity testing was performed using an in-house retained kit of lot 30007be00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9047 and hcv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect anti-hcv reagent, lot number 30007be00 was identified.